Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Visual analysis found inner insulation breached in-vivo/ metal ion oxidation. The breached insulation did contribute to the electrical complaints.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ICD, implanted: (B)(6) 2003; 419378 lead, implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and low impedances. It was further reported that the ra lead exhibited undersensing/failure to sense, with p waves of 0.1 mv. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient is part of the sls clinical study.